Manufacturer narrative:
It was reported that the patient had an unrelated surgery and did place the ipg into surgery mode and the ipg became inoperable. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information. Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgical intervention wherein the device was not placed into surgery mode. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced resolving the issue.